Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the cauterizing tip of the instrument broke off inside the pt. The tip was retrieved during the procedure. The hosp has reported no pt injury occurred.